Event description:
This ra lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on 9/14/2017 stating that the patient was having some farfield oversensing of the biventricular pace in the atrial channel so recommended to pull out atrial blanking. The following physician was dr. (B)(6) at (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).